Event description:
It was reported to tech services on (B)(6) 2012 that this lead has impedances ranging from 300-1000 per clinician, per last device follow-up. No symptoms reported. Pt is non-compliant with scheduled follow-up. Rep is going in today for a possible (lead repair of replacement). No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).